Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03642; related manufacturer reference number: 3006705815-2019-03643.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03642, related manufacturer reference number: 3006705815-2019-03643. It was reported the patient was not receiving effective therapy. In turn, surgical intervention was undertaken wherein the entire scs system was explanted. This addressed the issue.